Manufacturer narrative:
According to the information received from our field service engineer (fse), o2 gas module was found defective and required replacement. Customer did not request service and contacted third party for repair. Replaced o2 gas module was not returned for investigation, hence the root cause of the reported failed pre-use check could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).